Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6.

Event description:
Upon further review, this record is a duplicate. See operative record (B)(4). All the relevant information was transferred to the operative record.

Event description:
Healthcare professional reported ¿rupture¿. Later, healthcare professional reported "animation deformity". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition of device.

Manufacturer narrative:
Correction to b5 description of event in the previous supplemental medwatch and clarification to h10 related report numbers: it has been identified that this record, mrn, is a duplicate of mrn 9617229-2025-00658. Please see mrn 9617229-2025-00658 for reportable events.

Event description:
It has been identified that this record, mrn, is a duplicate of mrn 9617229-2025-00658. Please see mrn 9617229-2025-00658 for reportable events.